Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced adhesive issue with the infusion set during use on 02-jul-24. Patient reported that tape was not sticking and lost the infusion set. The infusion set was in use for 3 days. No further information available.